Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the stimulator is off and not working. The hcp stated the patient claimed they were having the system removed. No symptoms or further complications were reported.